Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00732: the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the target vessel using a non-penumbra microcatheter without any resistance and then made multiple attempts to detach the coil using the handle but was unsuccessful. Therefore, the ruby coil was removed and the procedure was completed using two additional ruby coils and the same handle. There was no report of an adverse effect to the patient.